Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a sudden stroke as a result of the implant. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Due to an event date clarification, the complaint device was updated, as the implantable neurostimulator had not been implanted at the time of the event. Concomitant medical products references the main component of the system and the other applicable components are: product ID: 3389s-40, lot# va1pvky, implanted: (B)(6) 2018, product type: lead. All previous device, patient, and evaluation codes apply to the lead (lot no. Va1pvky). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date corrected from (B)(6) 2018 to (B)(6) 2018. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the stroke occurred post-op. The patient was in rehabilitation from (B)(6) 2018 to (B)(6) 2018 and the stroke had been resolved. No further complications were reported or anticipated with this event.